Manufacturer narrative:
The customer's complaint history was received for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record), and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issue: insufficient aspiration. Probable cause: loose blue luer fittings; damaged o-ring (ultraflow I/a handpiece only); clogged tip; kinked or damaged tubing; cracked blue fitting. Corrective action: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace fms; check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A nurse reported that the equipment presented aspiration problems due to failure in the kit during a cataract with intraocular lens implant procedure. The procedure was able to be completed with the same system but a different cassette following a delay of less than 15 minutes. There was no harm to the patient.